Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration and test cut could not be checked due to a damaged comb and the ratchet was not working. The comb, ratchet and other worn parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time the skin was getting stuck in the left side of the unit when ratchet handle was being used. There was no patient harm reported. Due diligence is in progress, no further information is available.